Event description:
As I was setting up my PICC field I was unable to flush the bard power PICC. Manufacturer response for power PICC, bard power PICC (per site reporter). Site emailed rep on [redacted date].